Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced inability to move peg tube bi directionally. On (B)(6) 2022, the patient underwent a CT scan which confirmed buried bumper syndrome. No further information was provided.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, it was reported that the patient underwent buried bumper removal which was unsuccessful as "the bumper was too buried in to the abdominal wall. On (B)(6) 2022, the patient underwent successful buried bumper repair by the surgeon. It was reported that the patient received new 15fr peg and 9 fr j tube in a new stoma site.